Manufacturer narrative:
A field service engineer (fse) was dispatched for further investigation into the reported event. The logs were downloaded and the problem traced to an incorrectly seated inspiratory pipe. The inspiratory pipe was reseated and after that the unit passed all functional and safety tests, and was returned back to medical service. Our evaluation of the device logs confirmed that the ventilator had failed the internal leakage sub-test of the system check-out tests on several occasions. The inspiratory pipe cannot move during ventilation, as it is immobile unless the top of the ventilators' chassis is removed. For the inspiratory pipe to become incorrectly seated, human intervention is necessary. Should the inspiratory pipe be unseated, the ventilator will not pass the pre-use checks tests, as in this case. It has not been possible for us to determine the root cause as to how the inspiratory pipe became incorrectly seated.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).